Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7095804.

Event description:
It was reported that the patients lead had migrated significantly which cause inadequate pain relief despite reprogramming attempts. The patient underwent a revision procedure wherein the lead was repositioned. No product was implanted or explanted. The patient was doing well postoperatively.